Manufacturer narrative:
We have received conflicting information regarding whether or not client was using the lift at time of incident. Further investigation required.

Event description:
Client fell when exiting the lift at the top of the stairs. Broken collarbone. Received conflicting information later suggesting lift not being used at time of fall.